Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the implant procedure, the right ventricular lead was positioned and the lead measurements were all acceptable when tested through the analyzer. The device was connected to the lead and the measurements were then high through the device. The lead pin connection was verified and the lead was repositioned and the impedance measurements remained high. The lead was removed and a new lead was implanted; however, the impedance measurements were still high with the new lead. The health professional decided to leave the new lead in place and monitor the impedance closely. No patient complications have been reported as a result of this event.